Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician successfully advanced ten coils into the target vessel. While advancing the eleventh coil, a smart coil, the physician experienced resistance and could not advance the smart coil from its initial position within its introducer sheath. The smart coil was then removed and was not used in the procedure. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was bent at approximately 123.0 cm from the proximal end. The smart coil pusher assembly mid-joint was retracted into the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and was undamaged. The pusher assembly was able to advance through the 0.0159¿ ring gauge and the mid-joint od was within specification. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If the mid-joint is retracted into the friction lock, it may become stuck inside the friction lock and resistance will likely be experienced while advancing the device. During the functional testing, smart coil was properly re-sheathed into its introducer sheath and was able to be advanced through its introducer sheath and a demonstration microcatheter. Further investigation revealed a bend on the pusher assemble. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.